Event description:
It was reported that "one of the patient's leads had broken and was threatening to pierce the overlying skin at the site where it entered the spine." It was noted that the patient was "having trouble adjusting the settings to neutralize the pain at night and movement from prostrate to side-lying sleep caused a massive surge in stimulation." Manufacturer's database noted that the patient's device was replaced on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v289344, implanted: 2009 (B)(6), product type lead, product ID 3888-45, lot# v289344, implanted: 2009 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).